Event description:
On (B)(6) 2012, cardiacassist was notified of an arterial dislodgement and death that occurred to a pt supported by the tandemheart system. It was reported that during tandemheart cardiopulmonary support, a covering had been placed over the femoral artery cannulation site. At some point, the cannula became dislodged and the pt died from exsanguination before the bleeding could be controlled. The femoral arterial cannula is not mfg or distributed by cardiacassist.

Manufacturer narrative:
The tandemheart system components were not returned for eval. Per the info provided by the hosp, no malfunction of any of the components of the tandemheart system was observed, nor could have reasonably led to the complications associated with the femoral arterial cannula. The blood loss due to dislodgement and excessive bleeding at the femoral arterial cannula site was determined to be the root cause of the incident. The femoral arterial cannula is not mfg by or distributed by cardiacassist.